Event description:
Litigation papers allege, the pt experienced symptoms and damage to his body including but not limited to constant and severe pain and discomfort in his right thigh, groin, hip area, leg, knee, and buttocks; a popping and clicking sensation when walking and going to and from a sitting position; metallosis damaging the bone and tissue surrounding the implant; infection and inflammation of surrounding bone and tissue; a lack of mobility; migraines; and severe chromium and cobalt metal toxicity.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.